Manufacturer narrative:
The reported vcure1470/us (sn (B)(4) has yet to be returned to the MFR for assessment. An investigation into the root cause for product problem is currently in progress. A review of the device history record will be sent via a f/u medwatch. A review of the device history records was performed for the reported serial number (b)(4 or any deviations related to the reported defect of the complaint. The review confirmed that the unit met all material, assembly, and performance spec prior to distribution. A review of the service order database for the reported serial number noted that no repairs, servicing and/or upgrades have been made since the unit was manufactured. (B)(4.

Event description:
As reported (B)(6) 2015 pt of unk age and gender presented for an endovenous laser procedure. The procedure was successfully completed with no report of complications or device malfunction. Post procedure, when the attending nurse was turning the laser unit off, the nurse received a shock from the unit. There was no report of serious harm or injury to the nurse due to the event. It was reported the laser unit is available for return for assessment and repair.

Manufacturer narrative:
Vcure1470/us (sn (B)(4)) was returned for evaluation and repair. The unit was received in good condition. Functional and electrical testing were performed on the vault. The unit passed all testing and functioned as intended. The reported complaint description of the nurse receiving an electric shock is confirmed based on the information provided by the treating staff, however the laser functioned as intended during testing. Although the complaint was confirmed, a definitive root cause cannot be determined. A possible root cause could be static electricity as there was no voltage found to be present at the key on the laser. A review of the device history records was performed for the reported serial number (B)(4) for any deviations related to the reported defect of the complaint. The review confirmed that the unit met all material, assembly, and performance specification prior to distribution. A review of the service order database for the reported serial number noted that no repairs, servicing and/or upgrades have been made since the unit was manufactured. The user manual, which is supplied with this unit, advises the user of safety precautions when using the venacure 1470 unit. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).